Event description:
It was reported that during servicing a homechoice machine had one increased intra-peritoneal volume (iipv) event that was identified which occurred in the therapy initiated on (B)(6) 2013 23:00:17. During night drain cycle six, the patient's ultrafiltration reading was 1452ml, indicating the home patient (hp) drained 1452ml more than their maximum programmed fill volume of 1500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was undetermined. If any additional information is received, a follow-up will be sent.